Event description:
It was reported that the patient called the clinic due to symptoms of weakness and dizziness, as well as a screen malfunction on the controller. When the patient arrived at the clinic, only 1 of the 2 green arrows was lit and the clinic worker was unable to scroll through any screens on the controller. A controller self test was performed and all of the lights came on except one green arrow, and the worker was able to scroll through some of the screens intermittently. It was communicated that this was most likely due to the controller being in backup mode, however no indication of this was seen in the log file. According to the monitor, the pump seemed to be functioning appropriately. The controller was exchanged on (B)(6) 2022, which resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. The system controller (serial#: (B)(6) ) was shipped on 15jan2020. Heartmate 3 instructions for use section ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of leds on the heartmate 3 system controller not illuminating was confirmed via product testing. The heartmate 3 system controller was returned for analysis and a log file was downloaded for review. The downloaded log file spanned approximately8 hours of data (02:53:33-10:01:41 on 22apr2022 and then on 29apr2022 per timestamp). Events on 29apr2022 were recorded during testing at abbott labs. There were no notable alarms in the log file related to the reported event. During product testing it was observed that the red heart led, half of the green pump leds, black power cable and a half of the yellow wrench leds were not illuminating, confirming the reported event. The system controller was not able to pass a stage in functional and preliminary testing due to this; however, the controller was fully operational and passed all other stages of testing. During inspection of the controller, it was determined that a ribbon cable inside the system controller for the user interface was not properly seated. This cable was reinserted and the controller and all the leds were able to properly operated. The root cause of the reported event was determined to be from a connection issue. The root cause of the reported connection issue was unable to be determined. Amanufacturing task was opened to investigate the observed connection issue with the ui ribbon cable. Note: the returned controller hsc-084200 was manufactured before the manufacturing task being opened to investigate the connection issue with the ui ribbon cable. Per task completion, there was an operator retraining performed. No further information was provided. The manufacturer is closing the file on this event.